Event description:
It was reported that a pseudoaneurysm and death occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient complained of groin pain post procedure. The groin continued to ooze and manual pressure was held for 45 + minutes followed by a femo-stop per directions. The patient tried to sit up during the manual pressure causing continued oozing. Hemostasis was maintained post femo-stop. On (B)(6) 2021, the patient complained of abdominal pain/back pain. A large pseudoaneurysm in the pelvis on the right side measuring 9.7 x 7.5 x 5.6 cm was noted on a computed tomography of the abdomen (cta). The patient was sent to the intensive care unit (ICU) the next day. There was no active bleeding. A surgical consult determined no intervention needed. An ultrasound was completed confirming the large pseudoaneurysm. The patient's hemoglobin (hgb) was down to 6.2, so they received 2 units packed red blood cells (prbcs). On (B)(6) 2021, the patient was stable and returned to regular floor. Eliquis was restarted. On (B)(6) 2021, the patient complained of abdominal pain again. A gastrointestinal bleed with frank blood was confirmed. The patient experienced hemorrhagic shock and was transferred to the ICU. The patient was put on vasopressors and IV antibiotics for pneumonia. On (B)(6) 2021, the patient showed no improvement and was on continuous dialysis. They made a do not resuscitate (dnr) and comfort measures were taken. The patient passed away on (B)(6) 2021.